Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3.2 failed and the user needed assistance for performing storage space recovery. A technical support specialist assisted the user for storage space recovery by logging into the station, selecting recovery storage space in the home screen and selecting the failed storage space then click start. The technical support specialist verified that the user was able to recover the failed drawer, and everything was working fine again. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue. The knowledge article "recover a storage space - bd pyxis¿ medstation¿ es" was used to assist the end user.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height cubie drawer 3.2 was failed. The customer stated that this malfunction occurred while dispensing medication to the patient and it does not cause any delay. There were no adverse events or injuries reported based on this event.